Event description:
It was reported by service report that the hi/lo function on the bed was inoperative and the bed was stuck in a high position. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Result: motion interrupt pan was jammed against microswitch.